Manufacturer narrative:
A specific root cause could not be identified. Additional information was requested for investigation but was not provided. There was not enough sample volume left to complete the investigation. Based on the information available for investigation, a general reagent issue can most likely be excluded.

Manufacturer narrative:
(B)(6). This event occurred in (B)(6). (B)(4).

Event description:
The customer complained of erroneous results for 2 patients tested for elecsys ft4 ii assay (ft4 ii) and elecsys ft3 iii (ft3 iii) on the cobas 8000 e 602 module compared to the dialysis method. The erroneous results were reported outside of the laboratory where the doctor questioned them based on the clinical picture for both patients. Neither patient showed symptoms of hyperthyroidism; the tsh results for both patients were within the reference range. This medwatch will cover ft3 iii. Refer to medwatch with patient identifier (B)(6) for information on the ft4 ii erroneous results. Patient 1 initial ft4 ii result on the e602 module was 40.1 pmol/l. The repeat result by dialysis method was 17 pmol/l. The initial ft3 iii result on the e602 module was 14.9 pmol/l. The repeat result by dialysis method was 5.2 pmol/l. Patient 2 (male, (B)(6) years old) initial ft4 ii result on the e602 module was 32.5 pmol/l. The repeat result by dialysis method was 12 pmol/l. The initial ft3 iii result on the e602 module was 13.9 pmol/l. The repeat result by dialysis method was 6.6 pmol/l. The customer indicated that the results obtained from the dialysis method are within the reference range. Neither patient has taken any medication, natural products, vitamin supplements or energy drinks that could potentially cause an interference. No adverse event occurred.